Manufacturer narrative:
(B)(4).

Event description:
It was reported during a merlin.net transmission, the pacemaker displayed a ventricular alert that was attributed to noise. There were no other anomalies and the patient was asymptomatic.